Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of freezing and not powering down was unconfirmed. During the assessment, the unit operated normally with no signs of freezing up. The unit was power cycled multiple times with no issues. The scanner was running all day and night, tested and showed no signs of freezing up. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per rn, unit is freezing and won't power down immediately. They have to wait 20-30 min to power down.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
Per rn, unit is freezing and won't power down immediately. They have to wait 20-30 min to power down.